Event description:
Infusion pump with a failure code 84 found during biomedical testing. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.